Manufacturer narrative:
Additional narrative: retained samples from the same lot were evaluated with no defects noted.

Event description:
(B)(6) 2015 - the end user reported that the device caused her skin to get irritated and also peeled off some of her skin and made it red.